Event description:
It was reported that an ilet insulin pump user observed a leaking cartridge during a supply change, after which the user experienced hyperglycemia with blood glucose of 401 mg/dl; the cartridge was reportedly underfilled relative to capacity and troubleshooting and user education were provided with additional training assigned. Symptoms included feeling ill and vomiting. Outcomes included temporary disruption of glucose control without hospitalization or professional medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed leakage associated with the cartridge component, with user reported mishandling practices addressed through training. It was concluded that additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.